Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), sjogren's syndrome ('autoimmune disorder type of disorder: sjogren's syndrome') and kidney infection ('infection (other) describe: kidney') in an adult female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stiff neck, lymph nodes enlarged, tongue dry, eyes dry, ill feeling, vaginitis, asthma, vertigo, lupus erythematosus, abdominal pain and gallstones. Concomitant products included meclozine hydrochloride (meclizine hcl). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced sjogren's syndrome (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and oral candidiasis ("other injury(ies) or complication please describe: oral thrush,"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems -breaking and teeth falling out") and tooth loss ("dental problems -breaking and teeth falling out"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression, anxiety") and anxiety ("psychological or psychiatric problems condition: depression, anxiety"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced kidney infection (seriousness criterion medically significant). The patient was treated with surgery (device removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, sjogren's syndrome, kidney infection, mood swings, vaginal haemorrhage, heavy menstrual bleeding, bacterial vaginosis, alopecia, depression, anxiety, migraine, headache, tooth fracture, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, oral candidiasis, tooth loss, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, kidney infection, migraine, mood swings, oral candidiasis, pelvic pain, sjogren's syndrome, tooth fracture, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Ultrasound scan vagina - in (B)(6) 2012: result: total bilateral occlusion. Lot number: 836496. Manufacture date: 2011-03, expiration date: 2014-03. Concerning the injuries reported in this case, the following one was reported via social media: cramping, vaginitis, depression, anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is being submitted retrospectively following an internal review. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain,"), sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome") and kidney infection ("infection (other) describe: kidney") in an adult female patient who had essure inserted (lot no. 836496) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gallstones, abdominal pain, lupus erythematosus, vertigo, asthma, vaginitis, ill feeling, eyes dry, tongue dry, lymph nodes enlarged and stiff neck. Concomitant products included meclizine hcl (meclozine hydrochloride) and mirena intrauterine device (levonorgestrel). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011 she experienced sjogren's syndrome (seriousness criterion medically important), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and oral candidiasis ("other injury(ies) or complication please describe: oral thrush,"). In (B)(6) 2012 she experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2012 she experienced tooth fracture ("dental problems -breaking and teeth falling out") and tooth loss ("dental problems -breaking and teeth falling out"). In (B)(6) 2012 she experienced depression ("psychological or psychiatric problems condition: depression, anxiety") and anxiety ("psychological or psychiatric problemscondition: depression, anxiety"). In (B)(6) 2012 she experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013 she was found to have weight increased ("weight gain"). In (B)(6) 2013 she experienced alopecia ("hair loss"). In (B)(6) 2017 she experienced kidney infection (seriousness criterion medically important). Essure was removed on (B)(6) 2019. The patient was treated with surgery (device removed). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, kidney infection, migraine, mood swings, oral candidiasis, pelvic pain, sjogren's syndrome, tooth fracture, tooth loss, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: current weight 265 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 42.046 kg/sqm. [Ultrasound scan vagina] in (B)(6) 2012: result: total bilateral occlusion. Lot number: 836496. Manufacture date:2011-03. Expiration date: 2014-03. Concerning the injuries reported in this case, the following one was reported via social media: cramping, vaginitis, depression, anxiety, abdominal pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.